Event description:
It was reported that patient underwent a left total hip arthroplasty on (B)(6) 2012. Subsequently, patient underwent a revision procedure on (B)(6) 2013 due to patient allegations of pain, ratcheting, and elevated metal ion levels.

Manufacturer narrative:
This follow up medwatch is being submitted to report that 1825034-2014-3400 is a duplicate of (B)(4), medwatch 1825034-2014-06769. This medwatch is considered closed.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-03400 & 03401).